Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, two (2) photographs were provided for evaluation. The provided photographs were visually evaluated, and it was noted that a set was connected to an IV bag outside of its original packaging and the vent was missing. Based on visual findings from the photographs, the reported defect was confirmed. Although the reported defect was confirmed, a thorough investigation could not be performed solely based on the photographs. Therefore, the root cause could not be determined at this time. It should be noted that this is a snap-in joint and can be removed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during chemotherapy set was reported to be leaking from the vent cap. No injury reported.